Event description:
It was reported that this patient was previously admitted to the hospital. While monitoring the patient pacing inhibition and loss of capture was seen. The device was interrogated which showed elevated pacing thresholds. No noise was seen or changes in the impedance measurements. The patient was pacemaker dependent thus no isometric movements were performed due to concern of losing capture or inhibiting pacing. A procedure took place and this right ventricular (rv) lead was surgically abandoned. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient was previously admitted to the hospital. While monitoring the patient pacing inhibition and loss of capture was seen. The device was interrogated which showed elevated pacing thresholds. No noise was seen or changes in the impedance measurements. The patient was pacemaker dependent thus no isometric movements were performed due to concern of losing capture or inhibiting pacing. A procedure took place and this right ventricular (rv) lead was surgically abandoned. A new lead was implanted successfully. No additional adverse patient effects were reported.